Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the patient underwent an open reduction internal fixation surgery for a femoral trochanteric fracture with a trochanteric fixation nail advanced (tfna). There was no surgical delay. After the surgery, the hospital confirmed that the blade had penetrated the bone head although bone union had progressed. On (B)(6) 2020 the patient underwent a revision surgery where it was found that the locking mechanism had been loosened. The surgeon loosened the locking mechanism and pulled out the blade out about one (1) cm and then locked the blade again with an unknown torque limiting driver. Concomitant device: unknown locking screw (part# unknown, lot# unknown, quantity 1). This report is for one tfna helical blade 100mm sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a picture review was completed: blade migration could be confirmed from the provided pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the revision procedure was successfully completed. Additional concomitant device: tfna nail (part 04.037.012s, lot unknown, quantity 1).